Manufacturer narrative:
The actual device was not available; however three photographs of the sample was provided for evaluation. The visual inspection of the three provided photos did not confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of polyflux 14l dialyzer, an external blood leak was observed at the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.